Manufacturer narrative:
The p-cap/reservoir does lock properly. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 63 alarms (line number 147 file number 2017) in the adapt tool fault error log due to moisture damage to the pcb1 and pcb2 board. No time date listed in the fault error log for pump error 63. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the pcb1 board and pcb2 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: serial number label damage, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 pump error 63 alarms. Pump error alarm confirmed due to moisture damage to the pcb1 board and pcb2 board. Pump error 24 unable to be confirmed due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image and pump error 24 - this alarm is generated when a power failure is detected. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1810 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.